Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the customer provided image confirms the batch number and product number of the device. A visual inspection revealed the device was returned outside of the original packaging with a piece of a separate devices needle overmold assembly assumed to be used to protect the needle from piercing the carton. T1 is detached from the device. Removal of the home made needle protector reveals t2 still attached to the device. The needle appears to be as manufacturer intended. A functional evaluation revealed the device was in the t2 pre-deployment position as first actuation deployed t2. The deployment needle did not reset, but stayed at the most distal tip of the device. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the fast fix t2 anchor pulled out from the meniscus. No other complications or significant delay reported. Smith and nephew back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.